Manufacturer narrative:
(B)(4).

Event description:
Patient stated ins (stimulator) feels like it was popping out, particularly when bending over. Patient mentioned she informed the do ctor in the past, who stated it appeared ok. The area was itchy to the point that she was getting up in the night as well as scratching it and breaking the skin open. She was using neosporin and a medicated itching spray for the itch. She has had inconsistent ther apeutic effect include urinary frequency and had tried adjusting stimulation up/down. When she had adjusted it up, after moving a certain way, she feels a shock or jolt, which hurts the crotch, so she turns it down. Patient had been on the same program since implant. Patient mentioned having an infection after implant with redness, swelling, and warm but no pus. It resolved after antibiotics. Stimulation issue reported was related to positional movement. Patient has appointment on (B)(6) 2016. Event date for ins popping out was on (B)(6) 15. Event date for itching issues was on (B)(6) 2016. Event date for shocking/jolting was on (B)(6) 2015. Event date for infection was (B)(6) 2015 and it was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).